Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that somewhere between (B)(6) to about a year prior to the report the patient had a fall. After the fall, the patient had a change in therapy, difficult getting coupling, and pain at the ins site. Since the fall, the patient was having difficulty charging the ins as she was only getting 4-6 boxes and it taking a long time to charge the ins. The belt was broken and a new belt was sent to the patient. Since implant, stim was in the right leg only, but it was supposed to be in both leg. Following the fall, she was pressing buttons and stim suddenly started in both legs like it was supposed to. Since the fall, there was a burning type of pain at the ins site and it could be really bad some days, and not bad on other days. It kind of comes and goes.